Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked case (battery tube) and cracked battery tube threads. Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that there was cracked on the back of the battery side and also the battery was leaked on the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.